Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that while wearing the pod between 24 and 36 hours his blood glucose was 250 mg/dl. The patient gave himself 5 units of insulin by syringe around 3:30 pm. The patient reports he experienced some pain at the infusion site (arm). Upon removal of the pod from the infusion site (arm) the patient reports the cannula was not visible and the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.